Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was unable to replicate the reported event. As a preventive measure (pm), the fluidics module was replaced. The system was then tested and met all product specifications. The fluidics module was received, but since this was replaced as a pm, the sample evaluation was not completed. The system was manufactured on march 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system stopped working in the middle of a cataract with intraocular lens implant (iol) procedure. The cassette was reset and attempted to restart it but this did not resolve the issue. The system was exchanged for a backup unit and the surgery was completed with no harm to the patient.